Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a driveline disconnect at 2:05 am on 09may2024.

Manufacturer narrative:
D1: brand name corrected. D4: device information corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed during review of the submitted log file. The submitted log file contained approximately 9 days of information (30apr2024 to 09may2024 per timestamp). At 2:05:14 on 09may2024, a driveline disconnect alarm was observed. Provided information indicated that the driveline was disconnected by the patient at home due to patient error as the patient left the hospital before being fully trained, causing the pump to stop. The driveline remained disconnected throughout the remainder of the data. The log file captured several power cable disconnect alarms that seem to all be associated with power source changes and do not occur at the time that the driveline was disconnected. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the driveline disconnect alarm was determined to be patient error. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and power cable disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.